Event description:
Following a diagnostic procedure, an angio-seal device was placed, and hemostasis was immediately achieved. The pt was performing pulmonary function tests the next morning, when he had a violent coughing spell. As he attempted to repeat the forced expiratory volume test, bleeding was noted from the puncture site. The bleeding was easily controlled with manual pressure (length of time held is unknown); however, a hematoma measuring 6 x 11 cm was noted. On follow-up later that afternoon, the hematoma had resolved (although the area remained ecchymotic and tender to the touch). The pt was discharged with no further sequelae.